Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the meter calculated the active insulin wrong. No adverse event reported. Requested return of the alleged meter for evaluation.